Manufacturer narrative:
Serial number unknown. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device failed op-check due to etco2 calibration overdue. There was no reported patient involvement.